Manufacturer narrative:
(B)(4). Load not recalled and suspected positive bi.

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100s cycle. Items from the concomitant load were released for use. The content of the load and what items were released is unknown. There was no reported injury or harm associated with the issue. In the event additional information is received, asp will submit a supplemental medwatch report. This event is reported to the FDA since the load was released and used on a patient(s) before the cyclesure® 24 biological indicator (bi) results were confirmed.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), trending of the product malfunction codes and lot number, failure mode and effects analysis (fmea), and system risk analysis (sra). ¿ DHR review could not be performed as the lot number is unavailable. ¿ trending analysis for the product code of 'suspected positive bi" was reviewed from june 2014 through may 2015 and revealed a significant trend which was addressed through CAPA. ¿ trending analysis for the product code of ''load not recalled" was reviewed from june 2014 through may 2015 and no significant trend was observed. ¿ lot history review could not be performed as the lot number is unavailable. ¿ the fmea was reviewed and indicates that the risk priority numbers (rpn) associated for the failure mode is at an acceptable level. ¿ the sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The product malfunction code of "load not recalled" was added because the customer did not successfully recall all items in the load. It is not related to a functional failure of the product. Further investigation into this issue is not required since the code is used for medwatch reporting purposes. The cyclesure® 24 bi was not returned; therefore, no visual analysis was performed to evaluate possible user error. Retains evaluation could not be performed as the lot number is unavailable. An issue with sterrad® performance is unlikely as the cycle passed and the chemical indicator disc changed correctly. The customer stated subsequent bi was negative for growth. Account history shows no service requests related to this issue. Insufficient information is available to determine the most probable cause. The issue will continue to be tracked and trended.